Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm during a bolus. Customer's blood glucose was unknown. The customer was unable to troubleshoot at the time of the call because they were at work. Customer stated they would call back to troubleshoot. No additional information provided.